Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's wife alleges her husbands scooter allegedly flipped with him in it as they were burning limbs from tornadoes.

Event description:
Consumer's wife alleges her husbands scooter allegedly flipped with him in it as they were burning limbs from tornadoes.

Manufacturer narrative:
User error- the chair was properly equipped with anti-tip wheels and passed stability testing in 2017. With this, user/error and or product misuse is likely.